Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported "a trident psl cup and liner was inserted by a surgeon, the liner dislodged while the patient was in recovery. The patient had to go in for surgery again 5 days later (13/8) for a revision to remove the liner and replace it and insert correctly. I suspect it was not impacted correctly for the locking scallops to engage but the liner had to be revised. The cup remained". Revision and liner change.